Event description:
Device was implanted 1999. Device was revised 2005 due to loosening. The humeral component was left in place and a new head was implanted. Glenoid was grafted as it would not support an implant. Doctor states there was considerable backside wear and a hole that went all they wall through the implant.